Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5793899 number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with an 800cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient underwent implant replacement on (B)(6) 2020. The implant was confirmed to be rupture upon explant.